Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she pressed start on the pdm, but the needle did not deploy even though she thought it had. The customer's husband checked the site and noticed that the cannula was not in. The customer's blood glucose rose to 260 mg/dl. The pod was worn between 1-4 hours.